Event description:
It was reported that while using a bd whitacre high flow pencil point needle, the tip of the needle broke off while it was being removed and remained in the soft tissue of the patient's knee. The patient received x-rays. The patient did not require hospitalization, medication, or any further medical intervention.

Manufacturer narrative:
Results - a sample is not available for evaluation. A photo of the used device was inspected and received a 27 gauge needle with its tip missing. A review of the device history record revealed no irregularities for the reported lot number 4162967. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the needle should not break if in contact with soft tissue and that the break was most likely caused by contact with bone.

Event description:
Additional information: per x-rays received on (B)(6) 2015, the injection site was not in the patient's knee, rather it was in the patient's lumbar spine area. Prior to performing the procedure (spinal anesthesia), no defects were detected on the device and while performing the procedure no inconvenience was observed. The device broke while being removed and a surgical exploration was done to try and remove the broken needle. However, the needle could not be removed.

Manufacturer narrative:
Results: a sample is not available for evaluation. Photos of the device were returned and will be evaluated. Upon completion of the investigation, a supplemental report will be filed. (B)(4).